Manufacturer narrative:
Batch review performed on 28 november 2020: lot 170283: (B)(4) items manufactured and released on 29-mar-2017. Expiration date: 2022-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in, 2 years and 6 months after primary surgery, reporting instability due to laxity. The surgeon revised the 10mm poly with a 13mm poly and the surgery was completed successfully.